Event description:
This spontaneous case was reported by an other and describes the occurrence of menorrhagia ("unbearable heavy menstrual periods") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (she had already noticed reactions from handling coins). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced insomnia ("I had become insomniac"). In 2013, the patient experienced presyncope ("serious vasovagal reaction"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), throat irritation ("felt a burning sensation in the throat"), amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating"), speech disorder ("speech disturbances"), negative thoughts ("dark thoughts"), conversion disorder ("hysterical") and depression ("depressive"). The patient was treated with surgery (removal of essure). At the time of the report, the menorrhagia, throat irritation, amnesia, disturbance in attention, speech disorder, insomnia, negative thoughts, presyncope, conversion disorder and depression was resolving. The reporter provided no causality assessment for amnesia, conversion disorder, depression, disturbance in attention, insomnia, menorrhagia, negative thoughts, presyncope, speech disorder and throat irritation with essure (ess205). The reporter commented: she was unable to do sports with her husband because she could no longer keep up with him. She could not say that it was perfect, but she'd noticed very clear improvement since the operation. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-oct-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 537 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-oct-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 537 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.